Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to low blood glucose on unknown date with blood glucose level was unknown. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Auto mode was on at that time. Customer did not provided any information about the symptoms due to high blood glucose. The insulin pump will not be returned for analysis.